Event description:
The customer reported that before the procedure, the impedance was displayed as hhh. Although the needle was replaced, the situation remained the same. The incident generator was removed from use and the procedure was completed with another generator without injury to the patient.

Manufacturer narrative:
(B)(4). (B)(4). To date, the incident generator has not been returned for evaluation. If the device is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.